Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulty and subsequent medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device, referenced, is filed under a separate medwatch report number. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, no suture was seen attached when the plunger of both proglide devices was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures of two proglide devices in the right and left common femoral arteries. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The patient is doing well after the procedure. No additional information was provided.